Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump alarm history shows one call service 12 alarm occurring on (B)(6) 2012 at 8:28pm. A review of the black box history shows the user programmed a bolus of 2.5 units with the pump and the pump emitted a call service 012 alarm after a partial delivery of 0.457units. A review of the pump bolus history shows no record of the partial delivery for this date and time. There were no call service 012 alarms that emitted during testing.

Event description:
On (B)(6) 2012, the reporter contacted animas stating the pump emitted a call service alarm when he was in the process of bolusing via the pump. The patient reportedly was disconnected from the pump and the reporter was able to reset the pump and clear the alarm. The reporter stated that he was able to successfully perform the ez prime steps on the pump and that he was able to see insulin come out the tubing. There was no patient impact associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.